Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced progressive hyperglycemia after an infusion set change, with blood glucose reaching 376 mg/dl for several hours despite no recent food intake, and required guided cartridge and infusion set replacement with education on site rotation and monitoring. Symptoms included thirst, fatigue, nausea, and general malaise associated with elevated glucose. Outcomes included transient interruption of glycemic control without hospitalization or professional medical intervention. Investigation included technical support troubleshooting, user education on infusion set replacement, and review of supply replacement. Investigation of this case revealed suspected infusion site absorption issues potentially related to scar tissue, with resolution steps implemented through site change and monitoring guidance. It was concluded that the cause of hyperglycemia was unclear, and no device malfunction was confirmed.